Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer had been experiencing high blood glucose (bg) levels (450 mg/dl). The customer thought that the cartridges were a possible cause of the high bg levels as the customer would disconnect from the pump and did not see insulin exiting from the infusion set tubing. As the events had occurred in the past, tandem technical support was unable to perform a system check to confirm if the cartridges were a contributor to the bg level.